Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2018 from a health care provider via a device manufacturer representative. It was reported that the patient's pump pocket was being revised on (B)(6) 2018 because the way the pump was implanted, with the catheter access port (cap) at 12 o'clock position, the pump was poking the patient's ribs. They were going to move the cap to a 3 o'clock position and remove a little fat from the pump pocket as well. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a consumer on (B)(6) 2018 regarding a patient who was receiving prialt and morphine via an implantable pump for non-malignant pain. The drug concentrations and dose rates of prialt and morphine were unknown. It was reported that this was the patient¿s 4th pump in 15 years so the patient was very familiar with it and that she had not "gained or lost much weight or anything". The patient was further described as being a thin person. The pump was noted as having been just implanted and that it was ¿so much bigger" than any previous pump. The patient had swelling that had gone down since implant, but she still had some. The patient also had a fatty seroma, which she never had before. It was further reported that even though the patient has some swelling and a seroma, she can feel the pump under her skin and knows it is bigger. No medical intervention was indicated. It was clarified that all of the issues began since the current pump was implanted on (B)(6) 2018. It was recommended at the time of the report that the patient follow-up with their healthcare provider (hcp). It was indicated that the situation was being addressed by the hcp. Additional information was later received from a healthcare provider on (B)(6) 2018. A physician reported that regarding the patient having had swelling since implant and having had a fatty seroma and if there was a device, patient/therapy issue, or procedure issue etc., it was indicated that there were no issues. Regarding if there was dissatisfaction with the pump¿s size, or a positioning issue, device issue, patient/therapy issue, procedure issue, etc., it was further clarified that the patient was dissatisfied with the pump position and fatty seromas and there was no change to the pump size. Regarding the previous report of the pump having felt larger than any previous pump the patient has had and that the patient could feel it under their skin, the cause was not determined. There were no actions taken to resolve the swelling, fatty seroma, or the patient having been able to feel the pump under the skin / felt larger than any previous pump. The swelling, seroma, and patient¿s pump having seemed larger / patient could feel it under their skin was not resolved and was pending a revision scheduled for (B)(6) 2018. The patient¿s weight at the time of the event was (B)(6). The patient¿s medical history included treatment for chronic low back pain with radiculopathy. The intrathecal pump was currently infusion morphine and prialt. No further patient complications have been reported as a result of this event. The patient¿s medical history included: included treatment for chronic low back pain with radiculopathy.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.